Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a cause for the reported balloon rupture. It is possible that the rupture occurred due to interaction with calcification or associated devices; however, the anatomical conditions were not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Event, implant dates estimated. The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 4x100mm armada 35 balloon catheter was advanced to the target lesion; however, the balloon ruptured. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.